Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. Seven days after event onset, the patient was hospitalized and treated with vancomycin injection (500mg, every 5 days, intraperitoneal, discontinued after six days) and ceftazidime injection (250mg daily, intraperitoneal, discontinued) for peritonitis. The patient was discharged seven days after hospital admission. The patient was recovered from peritonitis. On an unknown date, retraining on proper aseptic technique was performed. Twelve days after event onset, pd therapy was discontinued, the pd catheter was removed and the patient was shifted to hemodialysis therapy, (ongoing). No additional information is available.